Event description:
It was reported that unknown cartridge tip had a cracked. The cartridge tip made contact with the eye but the lens itself was not in contact with the eye. There was no issue with the intraocular lens (iol). No additional information is available.

Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section d4: model number: unknown/not provided. Section d4 - catalog number: a complete number is unknown, as product lot number was not provided. Section d4 - lot number: unknown/ not provided. Section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI number: unknown, as product lot number was not provided. Section d6a: if implanted, it is not an implantable device section d6b: if explanted, it is not an implantable device. G4 PMA/510(k) number - unknown, as product lot number was not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: feb 06,2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal the cartridge presented with viscoelastic residue through the length of the cartridge. The cartridge tip was cracked and damaged; the cartridge tip damage extended to the cartridge tube. The complaint issue was identified during product evaluation. The observed issue is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.